Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that a surgeon heard of a broken trochanteric fixation nail advanced (tfna) tfna nail. The nail had broken at the junction of the blade/nail. This report is for a 9mm/130 degree titanium (ti) cannulated tfna nail. This is report 1 of 1 for (B)(4).

Event description:
The initial complaint was reviewed and found not reportable as there is no event of a broken nail that can be identified. This report was hearsay and did not relate to any specific event.